Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event vascular occlusion (pt: vascular occlusion) was deemed to meet serious injury criteria of required intervention to preclude permanent damage. The device history record of radiesse injectable implant could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us health care professional and concerns a patient. The patient was injected with radiesse. After the radiesse injection, the patient experienced a vascular occlusion. The reported was seeking advice from colleagues. The outcome of the event was unknown.